Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 12.5mg/ml bupivacaine 3.254mg/day, and 0.5mg/ml dilaudid 0.1298mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump went empty on (B)(6) 2019. The medication was sent over night and they were filling the pump (B)(6) 2019. The hcp reported they were unable to put the new drug in the pump. The hcp was taught how to hold negative pressure and they were able to pull out 0.3ml and then fill the pump to capacity. No symptoms were reported. No further complications were reported.